Manufacturer narrative:
Per the t:slim x2 user guide, "check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently entered 1:5 mg/dl instead of 1:50 mg/dl as a correction factor. Blood glucose level was 266 mg/dl. Customer corrected correction factor settings and resumed insulin pump therapy.